Event description:
Reportedly the centre wanted to interrogate the platinium prior to an MRI scan on (B)(6) 2023 with an orchestra+ programmer (software version 3.12). The interrogation was not possible. After klicking "interrogate" the programmer returned to the home screen. No error message was displayed. A second attempted was performed on (B)(6) 2023 with an mp employee present and was still unsuccessful with the centre's programmer. The patient was then interrogated successfully with the programmer of the mp employee. The centre's programmer was then tested with a pacemaker functional and worked as expected. When files of previous interrogations were opened with the centre's programmer, the message attached as jpg is displayed. Why can the device not be interrogated? What are the recommendations with regard to both programmer and ICD?

Manufacturer narrative:
In depth analysis of provided files revealed that the corresponding platinum registryxml file on the programmer became corrupted. Based on available data the programmer was not switched of correctly several times. It can be suspected that the orchestra+ was unplugged during running sessions which can invoke file corruption. It should be noted that the corresponding manual indicates to shut down the programmer properly before removing the power supply.

Event description:
Reportedly the centre wanted to interrogate the platinum prior to an MRI scan on (B)(6) 2023 with an orchestra+ programmer (software version 3.12). The interrogation was not possible. After clicking "interrogate" the programmer returned to the home screen. No error message was displayed. A second attempted was performed on (B)(6) 2023 with an mp employee present and was still unsuccessful with the centre's programmer. The patient was then interrogated successfully with the programmer of the mp employee. The centre's programmer was then tested with an oto pacemaker functional and worked as expected. When files of previous interrogations were opened with the centre's programmer, the message attached as jpg is displayed. Why can the device not be interrogated? What are the recommendations with regard to both programmer and ICD?